Event description:
It was reported that the patient had a loss of therapeutic effect. They were moving a recliner two weeks ago and twisted. They felt pain and cramping at the pocket site, just left of the spine. They were unable to move with pain radiating from their hips, low stomach, groin, and down the back of the legs and cramping. The patient went to the ER(emergency room), but nothing was found. Patient had been icing the area. The symptoms were loss of bowel control and difficulty voiding. They were now having 6 to 12 bm's (bowel movements) per day, bleeding and clots. The patient went to the ER a second time. A CT was done, but it did not indicate any issues. The event or symptoms occurred following some form of trauma. The patient had a call into their doctor¿s office. Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0rw52, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).